Event description:
A customer observed imprecise vitros phyt results in 2008 and again 2 days later from a single patient sample on a vitros 5,1 fs analyzer. The user ran a precision evaluation using quality control fluids and again obtained imprecise results. The customer states the results were not reported and there was no allegation of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event has determined the root cause to be instrument related. An ocd service engineer visited the site performed evaluation of the equipment, and determined that the immuno-wash pump needed repair. The ocd engineer replaced the pump, returning the device to expected operation.